Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device unpackaging and prior to use, the 5.0 x 18 mm herculink elite stent delivery system (sds) was removed from the preparation tray and the stent implant was dislodged onto the sds shaft. There was no patient involvement. The device was not used. A different herculink elite sds was used in the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.